Event description:
According to the reporter: procedure: bowel resection. After the resection and anastomosis was done, the surgeon noticed a staple line leak. Suturing over the staple line was done to resolve the issue.